Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial#(B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3. Date is estimated; year is valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found that there was a failure with the recharger antenna and a "poor recharge quality" message was seen, there were scratch marks on the rtm donut, and there was a recharger antenna failure; there was rms voltage at the h field probe. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that around 2 days ago when the pt attempted to recharge their implanted neurostimulator (ins) the recharger (rtm) paddle got very hot, and it felt like something was pinching their inside, so they took it off. Pt noted the paddle was getting too hot and they had to take it off because it was burning (pt verified it was just a sensation). Pt noted they got a message yesterday with a red triangle and now during the call pt was getting a message of ¿low battery, recharge the implant battery soon¿ message and ¿poor recharge quality¿ when attempting to recharge the ins. A replacement rtm was requested. Additional information was received, it was reported the issue was resolved.